Manufacturer narrative:
Pt info was not available. No other adverse pt effects were reported. If additional info is received, a f/u report will be submitted. Definition of eval: no eval will be performed.

Event description:
3m received info from a customer that in early (B)(6) 2011, the hospital staff began seeing blisters that were the size of the gel pad under different 3m electrodes (catalog 2570) and stopped using no sting underneath the electrodes. At the time, the hospital staff began using 3m red dot monitoring electrodes with 3m micropore tape backing (catalog number 2249). Reportedly, the electrodes were changed every 24 hours to prevent blisters but continued to see blisters with no trend. Some pts had one blister, some had three, all under the gel. Some pts had blisters under one electrode and some under two electrodes. Reportedly, two pts were treated with a prescription antibiotic cream. This medwatch form is intended to report on one of the two pts treated.